Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted vaginal hysterectomy procedure, the device's jaws got stuck and had a tissue sticking issue. They used another like device in order to resolve the issue to complete the case. There was no patient injury.